Event description:
It was reported that the r-waves were acceptable through the analyzer and the device post-implant, however the next day the r-waves had dropped to a low value. The lead was repositioned and the r-waves were acceptable. Threshold and impedance measurements were consistent. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.